Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline c able met all requirements for release. The reported event of "electrical fault alarm" was confirmed via log files which revealed 1 electrical fault with a fault status of '0x2000' indicating 'sys_front_phase_b_open' recorded on (B)(6) 2017 at 12:36:55. On-site inspection of the driveline cable by the clinical specialist revealed a small tear on the proximal portion of the strain relief. A sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the electrical fault alarm can be attributed to multiple factors including but not limited to contamination of the driveline connector and/or intermittent connection of the driveline connector to the controller. The most likely root cause of the strain relief damage may be attributed to factors such as improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad system consists of a blood pump with an integrated, partially sintered inflow cannula; a 10mm diameter gel impregnated polyester outflow graft, and a percutaneous driveline. A strain relief is used on the outflow graft to prevent kinking and secures the outflow graft to the pump. The instructions for use (IFU) advises to always rotate the strain relief so that the clamp screw is located on the inner side of the outflow conduit to avoid tissue irritation or damage. Additionally, it instructs to inspect the outflow graft and strain relief for any kinks or twisting and reattach the outflow graft if necessary. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Repair done remains implanted.

Event description:
It was reported by the patient that there was a self-clearing electrical fault alarm that was triggered. The patient was sitting down watching television when the alarm occurred. The alarm was unable to be recreated and there was no damage to the driveline or driveline connector could be seen. Log files were sent that revealed that an electrical fault alarm was logged on (B)(6) 2017 at 1236. The patient was seen at the clinic and was noted to have a small proximal tear in the strain relief. The strain relief was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.